Event description:
Loss at output of a pacemaker during battery replacement. During a replacement of a st. Jude victory xl on a dependent pt, device last its output while using plasma blade electrocautery. This device was programmed to an asynchronous mode (doo), prior to the procedure. Pt was immediately rescued through external pacing and received a new pacemaker manufactured by medtronic.